Event description:
The customer reported a failure with the device. Service was requested. There was no reported patient involvement. New information was gathered on (B)(6), 2010, when philips evaluated the device. The symptom was found to be a defib 1000 error message when the device was turned on during a routine test.

Manufacturer narrative:
(B)(4): the customer reported a failure with the device. Service was requested. There was no reported patient involvement. New information was gathered on (B)(4), 2010, when philips evaluated the device. The symptom was found to be a defib 1000 error message when the device was turned on during a routine test. The device was repaired by replacement of the control pca. The device passed all testing and was returned to service.